Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The pump remains in use supporting the patient. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with a driveline infection on (B)(6) 2016. A swab culture of the drainage was positive for (B)(6). Blood cultures were negative. The patient was treated with intravenous antibiotics. An incision and drainage (I&d) procedure was performed on (B)(6) 2016, with a wound vacuum assisted closure (vac) applied. The patient was subsequently discharged home on antibiotic therapy. No additional information was provided.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. The patient remains ongoing on lvad support with the replacement device. No further information was provided. The manufacturer has closed the file on this event.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2016 due to infection. The customer reported that the explanted pump would not be returned to the manufacturer for evaluation. No further information was provided.